Manufacturer narrative:
Investigation summary: the customer reported that specimens of cath & urine were not populating in the 1st read urine folder. This was logged against synapsys material # 444150, serial # (B)(6). The issue was resolved by adjusting the growth score to only exclude the < 100 so that the < 10,000 samples would be included. This is an unconfirmed failure of a bd product. The root cause is unknown. Bd will continue to monitor for trends associated with this issue.

Event description:
It was reported that while using bd synapsys¿ workflow errors were observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "it was reported that cath & urine were not populating in the 1st read urine folder."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd synapsys¿ workflow errors were observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "it was reported that ucath & rurine were not populating in the 1st read urine folder."